Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the explantation report the user had a wound infection with a fistula from the implant through the skin. The user was not re-implanted.

Event description:
The explanted device was received for investigation. According to the explantation report the user had a wound infection with a fistula from the implant through the skin. The user was not re-implanted.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely a wound infection with a fistula from the implant through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. However, a device contribution to the subsequent development of the infection cannot be ruled out. This is a final report.